Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that the final angiogram revealed a possible proximal type I endoleak and distal type I endoleak. The physician modelled the stent grafts with a reliant balloon and aggressively ballooned the proximal landing zone again. However due to the amount of contrast another angiogram to determine if the proximal type I endoleak was resolved was not performed. The c-arm was placed in a caudal position and the left sheath was injected showing at distal type I endoleak, the endurant 16x20x93 did not have enough purchase into the vessel. The physician elected to implant an endurant 20x20x82 limb extending down just proximal to the left hypogastric. The endurant stent grafts were modelled again with the reliant balloon, and the distal type I endoleak was resolved. The physician stated that the causes of the endoleaks were related to the patient¿s anatomy, proximal aortic neck angulation and the distal type I endoleak was due to not enough purchase into the vessel. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.